Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of slow needle retraction was confirmed and the cause appeared to be manufacturing related. Five 20g insyte autoguard units were received in sealed packaging from lot #4290664. A functional test revealed that the needles would fully retract; however, the retraction time exceeded the specification limit. The manufacturing personnel were notified of this complaint. Due to a trend that was identified for needle retraction slow complaints, a CAPA was opened to address this issue. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard needle was slow to retract. The following information was provided by the initial reporter: for sems entry# (B)(4), no issues was mentioned in the table below. Could you please provide answers to the following questions? This information will assist us in creating a complaint. 1. Can you please provide an exact date of event in format mm-dd-yyyy? 01-22-2025 2. Could you please provide a detail description of the issue? When pressing the button to retract the needle, the needle did not fully retract on first attempt. The staff had to press the button again and the needle then fully retracted. 3. The provided lot# 4290664 does not match our records for given material # 381423 but corresponds to material # 381433. Could you please verify if there was a typo in the lot number. Xxx has had the same issue with the bd insyte autoguard 20 ga lot# 4290664 and bd insyte autoguard 22ga lot# 4229661 4. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No reports of patient harm, injury or complication. Malfunction increases risk for an accidental stick to staff and patient.